Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a procedure to have external fixation implanted. The patient underwent a revision due to the need of an extra ring. A few days post-op it was reported by the patient that the bolts were loose and falling off; the patient "heard the bolts pop while in bed, inactive." It was found that 4 wires broke. The patient underwent a revision surgery to replace the wires and the bolts. No additional patient complications were reported.